Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving heparin (1250 units/ml at 1250 units/day) via an implanted pump. The indication for pump use was cancer chemotherapy. It was reported that they were doing a drug refill and the doctor ordered the wrong concentration and put 1250 units of heparin in the pump. When confirming the pump settings, they realized that it was wrong, took the medication out, flushed the reservoir with the correct concentration, and refilled the pump with the correct concentration. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.